Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that there was ventricular pacing with a ventricular event in the blanking period post ventricular pacing and capture could not be confirmed. The implantable pulse generator (ipg) remains in use and the patient was admitted to hospital for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient only has a right atrial (ra) lead and their ipg is programmed into vvi mode.